Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received motor error alarms and button error alarms. Customer's blood glucose was 150 mg/dl. Customer was able to clear alarms and declined troubleshooting for motor error alarms. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms noted. The motor was tested outside the device and passed. The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.